Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 270-300 mg/dl and a bolus was delivered to address the bg level. A system check was performed using the current supplies; however, a cause of the occlusion could not be determined. The customer changed the supplies on the pump.